Event description:
It was reported that in central processing, it was determined that the cannula accessory was bent when checking the alignment and the bullet did not pass thru the cannula. The device was not used on a patient and there was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, the gauge pin dropped in through the cannula and did not freely pass through. The tube did not have visible dents or damage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the tube although not visible if to recur could cause or contribute to an adverse event.